Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tissue excision on an unknown date and suture was used. During the procedure, the needle tip broke off. The tip was recovered. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was available.